Event description:
It was reported that during an ablation procedure, the irrigation port was detached from the catheter handle. Before insertion, the physician tested the flow at 60 ml/min and the flow was exiting the distal end of the catheter normally. Abnormally high temp readings occurred during rf. The cool flex catheter was removed from the pt and there was no flow seen going out of the distal tip of the cool flex catheter. The tubing of the catheter was inspected and it was noted that the irrigation port detached from the catheter handle. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation is completed, a f/u report will be submitted.